Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the procedure was completed with another of the same device.